Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: tired. A patient reported they were not able to get a blood reading. Their meter allegedly would only display not ok prompt. Not able to get a blood reading on meter. Meter was not compared to any other equipment. Treatment was unknown. No further information has been reported.